Manufacturer narrative:
The serial number of the device was received, therefore the following fields were updated: (B)(4). Catalog #: pcb0000245, serial number: (B)(4), expiration date: 08/24/2018, device manufacture date: 08/24/2015. Implanted date: corrected to (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was observed on the preloaded insertion system. Therefore the reported "foreign material on the lens" could not be verified. Considering the condition of the lens additional analysis is not possible. The lens could not be confirmed in the returned sample. The rod tip of the preloaded insertion system was observed bent. No tip broken was observed on the rod component. Additionally, no tip broken was observed on the cartridge component from the preloaded insertion system. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling change is required. Abbott medical optics will continue to monitor this type of complaints all pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgery to implant a pcb00 intraocular lens (iol) had proceeded as planned. The device was prepared for insertion by the nurse and the lens was advanced without any sensation of tension, or anything unusual. After the lens unfolded in the bag, the surgeon noticed that the tip of the plunger had broken off and was left in the eye behind the lens. The surgeon put more viscoelastic into the eye and removed the plunger tip. There was no further incident in the procedure. No further information was provided.